Event description:
The customer tested her blood glucose using her contour and breeze2 meters. The contour meter read in the 200's (mg/dl), while the breeze2 meter reading in the 400's (mg/dl). Depending on the actual readings, the different between them fall in "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined the offer to troubleshoot her breeze2 meter. No product will be returned.